Event description:
The patients generator and lead were replaced due to infection.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient experienced an infection at the generator site after replacement surgery. The patient was taken into surgery and the wound was irrigated with antibiotics. The generator was relocated to a new pocket. It was noted during surgery that the lead was protruding near the generator. The surgeon believed that the lead was too close to the surface of the skin and may have contributed to the infection. The patient has been scheduled for full revision surgery of the vns system but no other surgical intervention has occurred to date. The device history records were reviewed for the generator and there were no nonconformities prior to distribution and the generator was confirmed to be sterilized. No other relevant information has been received to date.